Manufacturer narrative:
Investigation summary: one monopty needle was returned for evaluation. The device was able to prime, fire, and obtain samples without issue; therefore, the investigation is unconfirmed for failure to obtain samples. Although there were no issues removing the needle during functional testing, the conditions of use could not be recreated; therefore, the investigation for difficult to remove the needle from the patient is inconclusive. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review:a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during a biopsy procedure, after the first sample pass, the device allegedly failed to obtain a tissue sample. It was further reported that the tissue was allegedly caught between the stylet and cannula, making it difficult to remove from the patient. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 06/2021.

Event description:
It was reported that during a biopsy procedure, after the first sample pass, the device allegedly failed to obtain a tissue sample. It was further reported that the tissue was allegedly caught between the stylet and cannula, making it difficult to remove from the patient. There was no reported patient injury.